Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted, the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient was fine post procedure.

Event description:
It was reported that during device upgrade procedure, it was noted that the patients device was programmed to vvi due to high capture thresholds on the atrial lead. The lead was not replaced during the upgrade and remained implanted; it is being used for sensing only.